Event description:
It was reported that spinal needle 27ga 3-1/2in packaging tears. The following information was provided by the initial reporter: packaging tears at the moment of opening, making it difficult to use without contaminating the material.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that spinal needle 27ga 3-1/2in packaging tears. The following information was provided by the initial reporter: packaging tears at the moment of opening, making it difficult to use without contaminating the material.